Event description:
The customer obtained reproducible lower than expected vitros total b-hcg ii results (< 2.39 miu/ml) for a single patient sample run on the vitros eci immunodiagnostic system. An expected value (338 miu/ml) was obtained using an alternate, non-vitros method. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected results were reported out of the laboratory, and it is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible lower than expected vitros total b-hcg ii results were obtained from a single patient sample run on the vitros eci immunodiagnostic system. The investigation found no evidence to suggest an instrument or reagent malfunction occurred, however, this could not be ruled out entirely. A definitive root cause could not be determined. However, an instrument or reagent related event, an unknown sample interferent, and pre-analytical sample mix-up could not be ruled out as potential contributing factors. The root cause of this event is unknown.